Manufacturer narrative:
(B)(6) 2026 - we were notified of a patient who retained a capsule and had it removed. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. Completed form was received indicating that the patient had no preexisting conditions that could have led to the retention. The patient ingested the capsule on (B)(6) 2026 and contacted the customer on (B)(6) 2026, indicating that the capsule had not passed yet, he was sent to xray which showed the capsule was still in the stomach. After the xray on (B)(6) 2026 which showed the capsule was still retained, the patient was sent to the emergency room and the capsule was removed via egd on (B)(6) 2026. The form also stated that the patient is stable and doing fine after the egd procedure.

Event description:
(B)(6) 2026 - we were notified of a patient who retained a capsule and had it removed. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. Completed form was received indicating that the patient had no preexisting conditions that could have led to the retention. The patient ingested the capsule on (B)(6) 2026 and contacted the customer on (B)(6) 2026, indicating that the capsule had not passed yet, he was sent to xray which showed the capsule was still in the stomach. After the xray on (B)(6) 2026 which showed the capsule was still retained, the patient was sent to the emergency room and the capsule was removed via egd on (B)(6) 2026. The form also stated that the patient is stable and doing fine after the egd procedure.